Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to log in to the lmtpyxaaent05 anesthesia station and received an unable to authenticate error message. The user indicated that they were able to sign in without any issues until recently. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issue was noted. A technical support specialist dialed into the es server. Verified and confirmed the information for the customer. The system functioned as intended when the technical support specialist investigated the device.